Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the sheath was inserted into the patient's femoral artery. The iab was inserted through the sheath. After the iab was inserted, the intra-aortic balloon pump (an iap-0500) was switched on and alarmed "high pressure." The iab was not inflating and was removed from the patient with the sheath. The md requested another iab for insertion. There was no medical or surgical intervention required. Therapy was delayed / interrupted for 45 minutes. There were no reported patient complications. The outcome of the patient is listed as in the cardiovascular intensive care unit (cvicu) awaiting surgery.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.